Event description:
While in the middle of the robot case, the surgeon was using the harmonic sealer to dissect. During its use, the disposable hand piece's ( ace harmonic 8mm sealer) jaw melted and bent. It did not harm the patient but the surgeon was unable to continue to use it. It was removed from the robot and the surgeon used a different instrument.